Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2020-02056. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implant date: (B)(6) 2006; addr01 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation failure. The ra lead was explanted and replaced. No patient com plications have been reported as a result of this event.